Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level of 557 mg/dl. A correction injection was administered to address the bg.